Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, appendectomy and respiratory disorder. Concurrent conditions included overweight, acne, menstruation irregular, vaginal irritation, vaginal itching, vaginitis bacterial, iodine allergy, iodine allergy, food allergy, food allergy, swelling nos, hives, breast fibrocystic change, perineal pain, paratubal cyst, bowel adhesions, peritoneal adhesions, external genitalia inflammation and ovarian disorder nos. Family history included breast cancer. Concomitant products included adapalene, adapalene (differin), benzoyl peroxide (acne medication-10), benzoyl peroxide (benzepro), benzoyl peroxide;clindamycin phosphate (onexton), biotin, clindamycin phosphate, doxycycline hyclate, hydroquinone, metronidazole (flagyl), minocycline hydrochloride (minocycline hcl), minocycline hydrochloride (solodyn), oxycodone, terconazole (terazol), tretinoin and tretinoin (atralin). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in stomach decreased a little"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), musculoskeletal pain ("shoulder pain"), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), skin disorder ("rashes or skin conditions type: unknown"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), loss of libido ("hormonal changes describe: no sex drive"), anorgasmia ("can't have an orgasm") and rash papular ("rashes or skin condition-type:small patches of bumps on arms and legs") and was found to have blood oestrogen decreased ("low estrogen"). The patient was treated with medroxyprogesterone acetate (depo provera), phentermine and surgery (endometrial ablation and laparoscopic bilateral salpingectomy with removal of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, fallopian tube perforation, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, musculoskeletal pain, hypersensitivity, skin disorder, urinary tract infection, vaginal discharge, weight increased, loss of libido, blood oestrogen decreased, anorgasmia and rash papular outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, anorgasmia, back pain, blood oestrogen decreased, dysmenorrhoea, dyspareunia, fallopian tube perforation, hypersensitivity, loss of libido, menorrhagia, musculoskeletal pain, pelvic pain, rash papular, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates as per summons and pfs : (B)(6) 2007 and(B)(6) 2008 respectively. Removal details - spiral metal wires are identified, embedded within each fallopian tube lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The preiiminary scout film revealed the presence of metallic linear densities overlying the mild portion of the pelvis. These metallic densities are likely situated within the fallopian tubes.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: weight gain, dyspareunia, dysmenorrhea, vaginal discharge, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received- new event no sex drive, low estrogen, can't have an orgasm, perforation (fallopian tube(s)) were added. Reporters information was added, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, appendectomy and respiratory disorder. Concurrent conditions included overweight, acne, menstruation irregular, vaginal irritation, vaginal itching, vaginitis bacterial, iodine allergy, iodine allergy, food allergy, food allergy, swelling nos, hives, breast fibrocystic change, perineal pain, paratubal cyst, bowel adhesions, peritoneal adhesions, external genitalia inflammation and ovarian disorder nos. Family history included breast cancer. Concomitant products included adapalene (differin), biotin, doxycycline hyclate, metronidazole (flagyl), oxycodone and terconazole (terazol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain upper ("pain in stomach decreased a little"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), musculoskeletal pain ("shoulder pain"), hypersensitivity ("allergic or hypersensitivity reaction type: unknown"), skin disorder ("rashes or skin conditions type: unknown"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with medroxyprogesterone acetate (depo provera), phentermine and surgery (endometrial ablation and laparoscopic bilateral salpingectomy with removal of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, musculoskeletal pain, hypersensitivity, skin disorder, urinary tract infection, vaginal discharge and weight increased outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, musculoskeletal pain, pelvic pain, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates as per summons and pfs : (B)(6) 2007 and (B)(6) 2008 respectively. Removal details - spiral metal wires are identified, embedded within each fallopian tube lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. The preliminary scout film revealed the presence of metallic linear densities overlying the mild portion of the pelvis. These metallic densities are likely situated within the fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: weight gain, dyspareunia, dysmenorrhea, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: - previous event ¿injury nos¿ replaced with pelvic pain. New events added : abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: unknown, urinary tract infection, rashes or skin conditions type: unknown, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, vaginal discharge, back pain, stomach pain, musculoskeletal pain were added. New reporters, patient information, medical history, lab data, concomitant and treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.